Event description:
It was reported the patient needed an urgent MRI of their brain due to lung cancer and a brain tumor. The patient was going in for an MRI, but the implantable neurostimulator (ins) was dead. The patient had not been using the ins for months because it was not helping with their pain. Impedance of electrodes 4-7 were measured to be high and greater than 10,000 ohms. When run at 3v, impedances were measured to be greater than 40,000 ohms. An x-ray was done and a lead fracture was confirmed in the lumbar area. Due to the hospital policy, an MRI of the patient¿s brain could not be done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported (rep) a few months later the physician wants to explant the fracture lead/extension, therefore, the patient can have the MRI done.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).